Event description:
Per the clinic, the patient experienced a loss of auditory percepts, and nystagmus with stimulation, resulting in the decision to discontinue use of the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (b)(6 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2013.